Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided in the journal article. This article was written by michael berend, keith berend, hal cates and philip faris. This report originated from a manuscript submitted to journal of arthroplasty titled, "the custom triflange implant for revision of severe acetabular defects: planning, implantation and results."

Event description:
One patient was identified in a journal article was revised due to unspecified failure of the acetabular liner and femoral head. No further information has been provided and patient outcome is unknown.